Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the provided image (see attachment) was performed by an intuitive surgical, inc. (Isi) cde. The following additional information was provided: the image labeled pic 3 does not provide enough clarity for any potentially malformed staples to be evaluated, there are no obviously malformed staples but due to the image quality we cannot confirm the presence/lack of malformed staples in this image or determine a root cause. Sureform 60 stapler instrument logs show (part number 480460-09), (lot number k14230601-0580), was installed on the system 7x and fired 7 reloads (1 green, 3 blue, 3 white, in that order). On installs 1 and 2, the system failed to detect the reload color, and the user manually selected the green and blue reload colors via the gui on the ssc touchpad. On installs 1-3, the first clamp was successful, and the firings were each completed with no pauses for compression. On installs 4-7, the first clamp was successful, and the firings were each completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, a white reload was fired and the target tissue was pushed. The surgeon continued to use the same stapler instrument for the remainder of the procedure; no further complications were experienced. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the white reload associated with this complaint. Failure analysis confirmed the reported event. The reload was found to have the knife exposed within the knife track. The reload was fully fired and all the staples deployed based on visual inspection. The reload was not found to have a firing failure. Additionally, the reload was disassembled in-house for inspection. The reload was found to have cartridge damage along the knife track. The material appears to be missing approximately 0.105" x 0.021" in size. The reload was found to have a damaged blade. The blade exhibited mechanical indentations. The reload was observed to have lodged, malformed staples bunched up on the surface of the reload where the exposed component is located.

Event description:
Refer to h10/h11 for follow-up information.